Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebr0662 showed one other similar product complaints from this lot number. Device not returned at this time.

Event description:
It was reported that during the infusion of saline, a hole was noted on the external portion of the catheter. The catheter was implanted a few months ago and when inserting, "they used a glue type istoacril at the exist site. No problems for the patient."